Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? Is the white tissue pad completely missing from the clamp arm of the device? Fortunately, there was no harm to the patient. The white pad melts and falls down, making it visible. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Did the patient experience any adverse consequences due to this issue? Is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the jaw's pad dropped while in use. Fortunately the pad was recovered. There were no patient consequences reported.